Manufacturer narrative:
The patient's dob, age at time of event, or weight is unknown. This information was not available from the facility. During the returned product investigation, a semi-radial balloon tear was observed. Recurrence of the malfunction could result in vessel dissection requiring possible stent placement. Patient information regarding relevant test/laboratory data or medical history is unknown. This information was not available from the facility. Report source: foreign- (B)(6). 510(k) is n/a. This device is only sold in (B)(4). The angiosculpt device was returned for investigation. Visual examination found a slightly damaged distal bond. During functional testing, the balloon was inflated to less than 1 atm, and a leak was noted. Under microscopic inspection, a semi-radial balloon tear was observed. Per the IFU, retained device component is listed as a possible adverse effect of the procedure.

Event description:
During the second inflation at 12 atm, the balloon ruptured. A new angiosculpt device was used to complete the procedure. No patient injury reported. Note: the returned product investigation on 11/19/2018 found a semi-radial balloon tear.